Event description:
It was reported that when the device was used during a gastric bypass with roux-en-y procedure, while performing the transection of the stomach with the device one side of the staple line did not form. The staples which create the small stomach formed, but the staples on the remaining stomach side did not form. The staples fired, but did not form the proper "b" shape and did not hold together. The surgeon stated that the stomach tissue at the distal end of the stapler was rather thick, but that the closing handle clicked shut as always and that he fired the stapler as he normally would. The misfired staple line was closed with sutures. Another device was used to complete the case. There was no further consequence to the pt.